Manufacturer narrative:
The device was received not deployed. The data shows that the device completed the first and second priming sequences before being deactivated by the user at the end of second prime. The rotational sensor data shows that during the first priming sequence, the second confirmed open occurred earlier than expected, which resulted in first priming ending earlier than expected. The firing flat and ratchet gear did not rotate enough pulses by the end of second prime to align with the release bar and allow the needle mechanism to deploy. Upon opening the pod, it was confirmed that the position of the ratchet gear was multiple pulses behind where it is expected to be at the end of second prime. During rerun of the device, the rotational sensor abnormalities were replicated. Inspection of the drive mechanism components found contamination on the commutator cap. The contamination on the commutator cap was confirmed to be the cause of the rotational sensor abnormalities and reported needle mechanism failure.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.

Manufacturer narrative:
The device has been returned/received to date. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.